Event description:
Information was received indicating that during removal of a (B)(6) medical jelco protectiv safety i.v. Catheter a piece broke off in the patient's right antecubital. It was reported that during removal of catheter, resistance was met, but was continued to be pulled, and the end broke off. An x-ray was performed and noted that the catheter piece was in the right antecubital of the patient's arm. A vascular surgeon was notified, antibiotic ordered and the patient was sent home. However, the patient was scheduled for surgical removal the following day. No further adverse patient effects were reported.